Event description:
Customer reported high blood glucose of 487 mg/dl; treated with bolus. Customer reported that for the past couple of mornings the insulin pump alarmed external flash error when he wakes up. Customer stated the alarm did not occur during the rewind or prime sequence. Customer was advised to disconnect and remove the reservoir and perform the rewind process again. Customer was instructed to program an easy bolus into the air; bolus amount was recorded in the bolus history. He stated that a temporary basal was not programmed before the alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.